Event description:
A report was received that the patient underwent an explant procedure due to an epidural abscess. The patient had a three level laminectomy. The patient was put on a catheter drain for six weeks to drain the pus. The patient was prescribed vancomycin antibiotics and is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to an epidural abscess. The patient had a three level laminectomy. The patient was put on a catheter drain for six weeks to drain the pus. The patient was prescribed vancomycin antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: enh st lead kit.

Manufacturer narrative:
Additional information received indicated that the explanted device was working properly at the time of the explant. The patient is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.